Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) reported onsite on 15 august. Unable to replicate user complaint. Successfully completed a simulated treatment on unit upon initial testing with testing catheter and trainer without issue. Identified code 118 video wdt in the logs attached for reference. Narrowed down issue to video generator board. Replaced video generator board (B)(4). Reinstalled sw b.17. Post aforementioned service actions, successfully completed a full system checkout without issues. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received the following parts associated with this complaint: pn: 0040-00-0456 (kit),pn 0670-00-1182 pn 0670-00-1183, parts were received with a reported failure of the unit shut off while on a patient and had a code 118. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure could be confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev. Au.

Event description:
N/a

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) completely shut off twice without warning while on a patient. There was patient involved and no harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.